Event description:
Information was received from a patient receiving dilaudad (hydromorphone, unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump. The indication for use was non-malignant pain. It was reported that a few days ago the patient had a MRI and they did not have the pump checked after the MRI. The caller stated they has not bolused until today and upon trying to bolus using their ptm they got code 8476 (motor stall). The manufacturer's patient services specialist (pss) reviewed that this could be a scenario of telemetry state as patient had not heard pump alarm until they tried to communicate with the ptm. The patient did not have any symptom changes. Pss reviewed to keep trying with ptm to see if the code cleared and to follow up with their hcp. Pss reviewed it may take some time, so pss suggested to check every 10 minutes or so and follow up with their healthcare provider if symptoms begin.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.